Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has fiber optic issues. There was no patient involved.

Manufacturer narrative:
It was being reported that during use on a patient the cs300 intra aortic balloon pump (iabp) had an issue regarding the "fiber optic issues". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse was unable to duplicate the "fiber optic" issues. After that the fse had performed the checkout of a unit from which the unit had passed all the functional and safety tests. The equipment works according to the manufacturer's specifications. There is an involvement of the patient during this incident. No harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use by customer, the cs300 intra-aortic balloon pump (iabp) unit has fiber optic issues. There was no injury.